Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Loading device was not returned. The delivery device and the tension spring assembly were returned with the seal in completely unraveled state. The delivery device was covered with blood. There was blood in and on the delivery tube. Traces of blood were observed on the seal. The blue slide lock was dis-engaged and the plunger was completely depressed. The blood inside the delivery tube indicates that a proper deployment of the seal took place. One end of the tether on the tension spring assembly was cut. Due of the presence of the blood inside the delivery tube, we were not able to measure its dimensions. Based on the returned condition of the device and the evaluation results we were not able to find any failures with the device. There was no malfunction observed. As per the instructions per use, blood within the delivery device is an indication of proper insertion of seal into the aorta via the hole created by the cutter. The IFU instructs the user that while securing the seal stem, cut one end of the tether and remove the tension spring with the remaining tether. Hold the seal tem right below the anchor tab and gently pull the seal stem to unravel and remove the proximal seal. Visually confirm the complete removal of the heart string proximal seal by the presence of an angled cut at the end of the unrevealed seal. Based on the investigation and returned condition of device, the reported complaint for reported failure "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to properly deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to properly deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.